Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was reporting issues with the sensor. Customer then mentioned she had experienced low blood glucose of 48 mg/dl after lunch. Customer felt she was low because she ate less than what she bolused for. She also got into physical activity after lunch. Troubleshooting was performed for lost sensor and it was noted the sensor was straight. Customer is not returning the sensor for analysis.